Manufacturer narrative:
Investigation findings: call/(B)(4) was received indicating that finished good 8000hdp resulted in a patient having pressure marks on the chin, forehead, and cheek. Additional information was provided that the patient was in a prone position for sixty minutes during the procedure. Further communication with the customer has identified the pressure marks are "red areas" that did not require any additional medical treatment and dissipated within 25 days pending on the patient. (B)(4). It provides additional detail within steps one and eight for the inspection process related to flashing and rigidity of the foam: cushion shall be free from loose matter. Firmly attached foam flashing at trim line is permissible. All flashing should be trimmed as closely as possible (within 0.063") except at tight edges where it is not practical. Overwax allowed on surface "c" within ¼" either side of parting line as long as foam is not rigid. No discrepancies were identified with the returned representative samples. The failure mode, effects, and criticality analysis worksheet was evaluated for potential causes that could have resulted in the failure mode reported. Two potential causes were identified. Line twelve identified that the product could have shifted during use as a result of user error. This would be due to the end user failing to follow the instruction for use (IFU). Line nineteen identified the potential of the product to contain sharp edges as a result of a manufacturing/vendor related error. No sharp edges were present on the returned representative samples. The instructions for use (IFU) state in section three, "confirm the disposa-view is properly fitted to the patient's face assessing for potential pressure points and assuring adequate clearance between nose and the mirror. Confirm that turning the patient did not loosen circuit connections or cause the tracheal tube to kink or disconnect" and within section five, "periodically reassess patient's position in the disposaview for pressure points, facial clearance and tracheal tube connection and patency." The warning section one states, "to prevent injury from possible shifting of the tracheal tube or other devices, access patient for excessive contact pressure especially around the patient's eyes, nose, and mouth." Refer to the IFU booklet attachment. The quality control complaint specialist reviewed the 2014, 2015, and 2016 supplier corrective action request (scar) and supplier notification letter (snl) logs for similar complaints or issues that would have contributed to the reported issue. No similar complaints or contributing issues were identified. (B)(4). Root cause: the true root cause of the reported issue is unable to be determined. Representative samples were returned to deroyal for evaluation and no discrepancies of edges on the product were detected that could have contributed to the reported issued. A potential root cause is the sensitivity of the patient's skin and the product shifting during use and not identified by the healthcare provider. Corrections: a correction has not been taken. Corrective action: due to the investigation and root cause determination, a corrective action has not been taken. Preventive action: due to the investigation and root cause determination, a preventive action has not been taken. No further information is available at this time. We will provide follow up report if additional information becomes available.

Event description:
The quality issue details and the outcome details section copied below are responses given by the initial reporter to the deroyal complaint questionnaire. The follow up questions sections lists the additional questions asked to and corresponding answers given by the customer after the complaint was filed. Quality issue details: date of occurrence: (B)(6) 2016. When did quality issue occur? During use. Who was using or operating the product when the quality issue occurred? Health professional was a medical procedure involved? Yes. Name of medical procedure: prone position, procedure unknown. Did the quality issue cause a delay in the medical procedure? No (please provide length of delay and any other details about the procedure in the detailed description field below) . Detailed description of quality issue: taken from email notification: the reported issue states; "ethianum-klinik heidelberg is a frequent user of disposaview 8000hdp since 2010 and they never had any issues with the product till last week. Reported case was happened in the week of fw12. After a 60min surgery procedure they found massive pressure marks on chin, forehead and cheeks. They did the operation procure as usual. They have a picture, but they can't distribute it due to the (B)(6) data protection law." How was the quality issue was identified? By actual use. How was the product being used? Surgical procedure. Was it the initial use of the product? Yes. Was the product modified from the original condition supplied by deroyal? No. Was the product connected to or used in conjunction with other devices or equipment? No. Outcome details: outcome(s) attributed to quality issue: irritation, reaction, rash details of irritation, reaction, rash (severity, medical treatment, etc.): taken from message: after a 60min surgery procedure they found massive pressure marks on chin, forehead and cheeks. Person(s) affected by outcome(s) checked above: patient. Known pre-existing condition(s) of person(s) affected: none specified. Was the incident reported to the FDA? Don't know. Detailed description of outcome(s), including information regarding injury or any additional treatment/intervention required: same info taken from e-mail: ethianum-klinik heidelberg is a frequent user of disposaview 8000hdp since 2010 and they never had any issues with the product till last week. Reported case was happened in the week of fw12. After a 60min surgery procedure they found massive pressure marks on chin, forehead and cheeks. They did the operation procedure as usual. They have a picture, but they can't distribute it due to the german data protection law. Follow up questions: please further describe what "massive pressure marks" are? Are these ulcers? Edemas? Bruising? Redness? Customer told us, that they had just red areas. Can you please describe the appearance of, "found massive pressure marks?" As described in the complaint. Redness areas "pressure marks" at chin, forehead and cheeks how long did it take them to go away? Depends on the patient 2-5 days. Was there any blistering or open areas? No. What intervention was required to these "massive pressure marks?" No. Was the patient readjusted during the procedure? Yes, they never had problems since 2010 and they did changed their workflow. Was there anything in between the patient's face and head positioner? According to the customer no.